Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the clinic after experiencing a syncopal episode. It was noted that pacing was being withheld every time the patient moved their arm. The electrogram (egm) showed unipolar spikes at 72 beats per minute (bpm), indicating that the device had switched to safety mode. It was also noted that this switch was due to premature battery depletion (pbd). This mode resulted in pacing inhibition in a pacing dependent patient, which contributed to the syncopal event, including fainting and loss of consciousness. The patient was transferred to another clinic, where the crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the clinic after experiencing a syncopal episode. It was noted that pacing was being withheld every time the patient moved their arm. The electrogram (egm) showed unipolar spikes at 72 beats per minute (bpm), indicating that the device had switched to safety mode. It was also noted that this switch was due to premature battery depletion (pbd). This mode resulted in pacing inhibition in a pacing dependent patient, which contributed to the syncopal event, including fainting and loss of consciousness. The patient was transferred to another clinic, where the crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis. Additional information received indicated that pbd was not confirmed due to latitude not being available. The field representative confirmed this device will return to boston scientific.

Manufacturer narrative:
Correction to the explant date (d6b) in section d, suspect medical device. This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.